Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 488 mg/dl and 400 mg/dl at the time of incident and the current blood glucose level was 427 mg/dl. The customer was treated with manual injection and then bolused using the wizard for high blood glucose level. The customer experienced symptoms related to high blood glucose level such as dry mouth. Based on customer report customer does not allege pump was under delivering. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. The insulin pump will not be returned for analysis and the infusion set will be returned for analysis.